Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Patient has reported " has a lump in her implant and signs of silicon in armpit; patient believe this may be a new rupture. This record is for the right side.